Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional device implanted and involved in this event: pxc121200/04730341.

Event description:
On (B)(6) 2007, the pt underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2013, follow-up imaging identified aneurysm enlargement of 1 cm with no evidence of endoleak.